Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pelvic organ prolapsed and sui. It was reported that following insertion the patient experienced pelvic and vaginal pain, urinary frequency, dyspareunia, infections, and atrophic vaginitis, two episodes of mesh exposure, mesh extrusion, cystocele, rectocele, enterocele, stress urinary incontinence, obstructed defecation syndrome and vaginal atrophy. It was reported that patient underwent excision of exposed mesh and vaginal wall closure on (B)(6) 2008. In addition, patient underwent removal/revision of urogynecologic graft material on (B)(6) 2013. No additional information was provided.